Manufacturer narrative:
A visual examination of the returned device revealed residue present on the one step button pull delivery system, indicating use/handling. The button sheath, red strip and black suture were noted to be intact on the delivery system. The suture and sheath did not present any issues. The c-flex tubing and tapered connector were found separated and approximately 11mm of the tubing remained on the distal end of the broken tapered connector. Approximately 24 mm of the connector remained in the proximal end of the broken/cut tubing. The broken ends of the delivery system (c-flex tubing and connector) were examined under magnification appear to have been torn. The crimp end of blue pull wire was attached to the wire loop of the delivery system. The pull wire was bent. It was noted that the condition of the returned unit was consistent with the complaint incident that the button tube became delivery system became detached/separated. Based on all gathered information, the most probable root cause is "operational context". A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician normally makes small incision. When pulling the tube out from the abdominal wall, resistance is met and the tube is pulled out forcibly. In this case, the incision size looked smaller than usual. Reportedly, the nurse thinks the issue might have been caused due to incision size, rather than a device issue. The one step delivery system detached inside the patient. The detached button was retrieved from the patient using a snare. A mild laceration on the esophagus wall was caused however no treatment was performed. The procedure was aborted. Three weeks later another peg procedure was performed successfully. The patient's condition was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was around 80 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician normally makes small incision. When pulling the tube out from the abdominal wall, resistance is met and the tube is pulled out forcibly. In this case, the incision size looked smaller than usual. Reportedly, the nurse thinks the issue might have been caused due to incision size, rather than a device issue. The one step delivery system detached inside the patient. The detached button was retrieved from the patient using a snare. A mild laceration on the esophagus wall was caused however no treatment was performed. The procedure was aborted. Three weeks later another peg procedure was performed successfully. The patient's condition was reported to be good.